Event description:
Intra op the femoral component during a total hip arthroplasty needed to be repositioned. The thread in extractor broke inside the implant. Another extractor was obtained and the threaded stop on the back of the slap hammer broke off and the "slap plate" hit the wall. Patient code: 2687. Device code: 1069. Reference report: mw5174386.